Event description:
A cartridge change error was reported by the customer, and there was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various parts of the pump, including the o-ring and pneumatic tap area, as part of the troubleshooting process. After initially inspecting the pump components, the customer later called back and successfully followed the on-screen instructions to attach and load the cartridge onto the pump, allowing them to resume insulin delivery.